Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted 60% within one day. The customer¿s blood glucose was 92 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.